Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received high voltage therapy due to oversensing on the right ventricular (rv) lead. The lead had recently exhibited a sudden increase in pacing impedance which reached a high undefined range., a lead integrity alert (lia) had triggered due to pacing impedance variation and short ventricular intervals. The lead exhibited  t-wave oversensing (twos) and an alert had triggered due to oversensing of noise. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b2; b5; imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received high voltage therapy due to oversensing on the right ventricular (rv) lead. The lead had recently exhibited a sudden increase in pacing impedance which reached a high undefined range., a lead integrity alert (lia) had triggered due to pacing impedance variation and short ventricular intervals. The lead exhibited t-wave oversensing (twos) and an alert had triggered due to oversensing of noise. The lead remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that ventricular detections were turned off.

Manufacturer narrative:
Correction: h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.